Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided photos found signs of being implanted. The devices were not returned for further evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: unknown rhk femur catalog # unknown lot # unknown. Unknown rhk tibia catalog # unknown lot # unknown . Unknown stem catalog # unknown lot # unknown . Unknown stem catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01572, 0001822565-2021-01578, 001822565-2021-01580, 0001822565-2021-01581.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to infection. Attempt for further information has been made, but no further information has been provided.